Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Blood glucose was 89-120 mg/dl. Another cartridge was loaded successfully.